Event description:
A customer contacted beckman coulter (bec) to report 2 falsely elevated potassium (k) patient results generated by a (B)(4) clinical chemistry analyzer. The erroneous results were caught during auto-validation and double checked with the facility blood gas analyzer. First erroneous k result was 7.73mmol/l that repeated as 3.8mmol/l on the customer's blood gas analyzer. The second erroneous result was 6.02mmol/l that repeated 4.2mmol/l on the blood gas analyzer. No results were reported outside of the laboratory.

Manufacturer narrative:
Qc (quality control) prior to the event was within the laboratory's established ranges. The customer was troubleshooting the ise (ion-selective electrode) and noted air bubbles in the ise waste and reference lines. A field service engineer (fse) was dispatched on-site and confirmed bubbles in the ise reference line. The fse replaced the ise reference valve. Following several primes, the fse calibrated the ise and had the customer run qc. All qc recovery was within the laboratory's established ranges. Repair was verified per established procedures and results met published performance specifications. The cause of this event is attributed to a failed reference valve. Replacing the valve brought the system back into specifications.